Manufacturer narrative:
The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed, and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
Event involved a plum 360 device where the report stated "battery". They reported that the pump died while delivering antibiotic medication to the patient. There was no harm to the patient as a result of this event.